Event description:
Received information stating customer received an auto-off alarm due to no interaction with the pump for an extended period of time. Reportedly, customer's blood glucose was impacted.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report will be submitted.